Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 2 august 2019, it was reported that a dermatome was not getting air into the instrument and was not cutting. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device by zimmer australia on 1 august 2019 noted that the motor was jammed and there was side play on the depth bar. The dermatome was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the dermatome by zimmer taiwan on 23 august 2019 noted that the dermatome was out of calibration at all four settings and that the motor did not run. Upon further evaluation, it was found that the motor, multiple bearings, o-ring, reciprocating arm, external e-rings, multiple screws, and the spring seal were defective. Repair of the device occurred on 26 august 2019 and involved replacing the motor, multiple bearings, o-ring, reciprocating arm, external e-rings, multiple screws, and the spring seal as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended and the dermatome was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was not running, which would give the appearance that the air leaking from the device during use and prevent the dermatome from running as intended, it cannot be determined from the information provided as to what caused the motor assembly to break down such that it would not run properly. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was not getting air to instrument and not cutting. Event occurred during surgery. The start of the procedure was delayed. No harm reported and no impact/damage to the graft harvest. No adverse events were reported as a result of this malfunction.